Event description:
Patient reported "pain", "discomfort" and "displacement of the breast prostheses", "also developed dermatitis and urticarial reactions with no identified cause, which may be related to silicone leakage due to implant rupture", "asia syndrome", "signs of intracapsular rupture and partial collapse of the shells". Later patient reported "MRI confirmed signs of intracapsular rupture of the breast implant, with partial collapse of the shells", "the medical reports describe a picture of "breast tenderness", "discomfort", "displacement of the implants", "suspicion of inflammatory repercussions". "The situation is even more sensitive because the implant identified belong to the textured allergan/natrelle/inspira line, related to recall measures adopted by the manufacturer due to health alerts involving certain textured breast devices". "Began to present with persistent and progressive mastalgia", "MRI confirmed intracapsular rupture of breast implant associated with the presence of periprosthetic fluid and capsular distortion". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: symmastia, rupture.